Event description:
A report was received that alleges that inflation line was found detached from the tube after one day in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.